Event description:
It was reported that a spectrum infusion pump failed downstream occlusion sensor test at 19.34-21.93 pounds per square inch. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device passed the downstream occlusion test. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" Alarm, however downstream testing results or failures cannot be confirmed through the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.